Event description:
It was reported that angled driver was not grasping drill bit properly.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the devices showed signs of normal wear/use. The threads that receive the drill bit appear to be in excellent condition. The outside of the drill bit receiver showed signs of permanent deformation as if having been grasped by a plier. Dimensional inspection: not performed as the device was found fully functional and therefore does not require a dimensional inspection. Functional inspection: an osteonics shoulder drill bit sall (cat. No.; 5900-2081, lot no.: sc1591x) was procured from finished goods and mounted in the returned device. It was able to be correctly mounted and was fully functional. The event was not confirmed. The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that angled driver was not grasping drill bit properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.